Event description:
Implant date: 12/14/1990. Post-operative x-rays revealed rod and two upper hooks loose. Revision surgery on 4/8/1991 for partial removal of loose rod. Subsequently, pt experienced pain and other symptoms. Remaining devices were explanted on 12/10/1991. At the time of explant fusion was found to be solid.